Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the harmonic ace curved shears broke inside patient's abdomen. Site reported that fragments that fell inside patient were retrieved during same procedure. A spare instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The harmonic ace curved shears has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.235¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.